Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure wherein the lead was repositioned. The patient was reprogrammed and doing well postoperatively. Nothing was explanted nor replaced.

Manufacturer narrative:
Date of event: exact date unknown, event date used was the date of revision.